Event description:
Information was received from patient regarding an regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported that they had done the reprogramming but the manufacturer representative (rep) told the patient that some of the leads were not working. Patient stated that prior to reprogramming, they were not able to adjust the settings. Patient stated that after the reprogramming only group c was working. Patient also stated that they cannot speed up and slow down the pulses, and they can't feel a "buzz" in group c. Agent redirected the patient to hcp for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:   brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2016; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient mentioned the program c works fine for them but the other programs don't work well. Patient stated they went back when they first had the device implanted and had the programming adjusted. Patient stated the rep said some of the electrodes may be bad but patient stated the representative (rep) tested the leads before the surgery and the leads were "good". Patient stated no falls or trauma. Agent redirected to hcp and reviewed mdt rep role information.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2016 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.